Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on data management system (dms) data review, it was observed that there was temporary inaccuracy around 7:13 pm cet on (B)(6) 2021. However, it could not be concluded if there was any malfunction of the system as the sensor diagnostics data did not indicate any failures. The system performance parameters were within specifications. The investigation was inconclusive.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and did not receive low glucose alerts because sensor glucose (sg) was in normal range. Blood glucose was 45 mg/dl. User had symptoms like heavy sweating and dizziness. User did not require any medical attention/intervention to resolve the incident.